Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has had some elevations in her blood glucose (bg) over the past week. Patient states she thought it was due to some recent stress in her life, but would also like the pump reviewed for accuracy. Her highest bg over the past week was close to 400 mg/dl with symptoms of nausea, weakness, thirst, and increased urination. Patient is currently driving to work and does not have the time to review the pump, but states she will call back to have the pump reviewed. Patient has discontinued pump and is using an alternate method of insulin delivery. Animas made several attempts to contact the patient and review the pump. Although there is no specific evidence of pump malfunction, defect, or misuse, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, the daily insulin delivery totals were shown to correctly reflect user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. A flow accuracy test was performed and the pump was found to be delivering within required specifications. There was no defect found during investigation.